Event description:
The following information was received: it was reported this was an arteriotomy closure of the left common femoral using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 19f sheath and the aaa was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event . E1, e3- initial reporter (first name, last name, title, occupation).

Manufacturer narrative:
Date of event: estimated date . The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, when removing the plunger, only the needles without suture attached to them came out, requiring replacement with a new unspecified abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.